Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a cracked trigger housing was identified, which can lead to the reported event. This can be caused by impact or a material integrity issue.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was not reported that anything fell into the surgical site.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was not reported that anything fell into the surgical site.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.